Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The impella device was received from the customer. The high purge pressure and low purge flow was unable to be reproduced. Therefore, the root cause of the high purge pressure was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock /low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. The complainant reported that due to low heart function, the impella device was introduced at the time of heart-lung machine withdrawal. The purge pressure became 1000 or more and the purge liquid became 1 or less, a red alarm sounded, the purge pressure and purge flow rate gradually increased, therefore a replacement is required. The catheter was successfully replaced.